Event description:
It was reported that during surgery the surgeon mentioned that the actis broach may be bent, after having a little difficulty removing it from the broach handle. After the calcar step in the procedure, I notice the post had excess wear. A new broach has been ordered to replace this worn broach. No injury to the patient or delay in surgery. This was patients right hip. There was no surgical delay.

Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> visual analysis of the returned sample exhibited a 201001050/actis broach sz 5 with a considerable worn condition on the device's post. Several circular scratching conditions were observed. It was performed a functional test with a retained mating device (259807550) and unavailability to assemble condition was possible to be confirmed. Due to damages on post, it was not possible to introduce broach post into handle. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: a1, a2 (dob, age), a3 and a4 corrected: h3.